Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator via e-mail on (B)(4) 2014 at 9:46 pm; "please evaluate asap for short to shield." X-rays evaluated by tech support rep (B)(4) 2014 at 7:55 am; "after reviewing the x-rays we are unable to determine any area of interest on the drive line."

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a root cause for the reported event could not conclusively be determined through this evaluation. No log files were provided to the manufacturer for review. The patient remains ongoing on lvad support and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.